Event description:
It was reported that this ambicor penile prosthesis (app) would no longer inflate, which led to a surgical intervention. The app was explanted and replaced. No patient complications were reported.